Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on april 8, 2016 to all potentially impacted client sites. The software notification includes a description of the issue and notice that a software modification has been developed to address the issue for all sites that could potentially be impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
This report documents information related to an issue identified in cerner's healthelife. This solution is a patient portal that provides patients with a view of clinical information from their cerner millennium emr (electronic medical record), including a list of their prescribed medications. The issue occurs when the prescription is filled by a pharmacy using cerner's retail medication manager, and the pharmacy changes the strength, dose or frequency of the ordered medication and adds signature line instructions to describe these changes. The updated signature line instructions are displayed in the portal, conflicting with the dose and frequency of the original prescription which remain unchanged in the portal. Patient care could be adversely affected in the event the patient mistakenly uses the portal as a source of dosage instructions, as the instructions displayed are not for the strength, dose and/or frequency displayed in the portal. This may lead to the patient taking an incorrect amount of the medication resulting in overdose or underdose. Cerner has not received communication on any adverse patient events as a result of this issue.